Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and when performing the pim tests, the fse found that the safety disk was faulty and required replacement. Repairs are ongoing and a supplemental report will be submitted upon completion of our evaluation.

Event description:
It was reported that during routine test by user that the cardiosave intra-aortic balloon pump (iabp) pneumatic module test failed. There was no patient involvement; thus, no adverse event was reported.

Manufacturer narrative:
The getinge field service engineer (fse) that was dispatched to investigate, and evaluated the iabp unit as mentioned in the initial emdr, reported that in order to fix the reported issue, the safety disk was replaced and vacuum grease was applied to the safety disk. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.